Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported tip separation was confirmed. The deployment difficulty, difficulty removing and stent elongation could not be confirmed as it was based on circumstances during use and the stent was already deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database and a review of the historical data revealed no other similar incidents reported from this lot. Per the supera instruction for use, the recommended pre-dilatation diameter for a 6 mm stent is greater than 6.8 mm balloon. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in a heavily calcified superficial femoral (sfa) to popliteal artery, pre-dilatation was performed with a 6x150 mm non-abbott balloon catheter at the distal portion of the sfa to popliteal segment. A 5x100 mm supera stent was implanted with a very good result. Pre-dilatation was performed with the same 6x150 mm non-abbott balloon catheter at rated burst pressure and a 6x200 mm supera stent was implanted in the proximal sfa. During implantation of the second supera stent, the left hand of the operator was not at the catheter shaft at all times to slow down back movement. Reportedly, the supera stent became nearly double the length and ended up partially inside of the 6f introducer sheath. The delivery catheter was pulled out of the sheath and the tip of the delivery system was ripped off at the sheath valve passage but was found right at the sheath's end and was taken out successfully. After cutting off the valve of the introducer sheath, the proximal end of the stent was visible by a few mm and the supera stent was removed successfully from the sheath and patient successfully using forceps. As there was no other supera stent available at the site in the appropriate size, a 6x200 mm non-abbott stent was successfully implanted. There was no adverse patient effect and no reported clinically significant delay in the procedure. The procedure was completed with good final result. Reportedly, the site felt that likely insufficient pre-dilatation combined with the high amount of calcium and the insufficient attempt of packing the stent caused the stent elongation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.